Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an interventional ablation procedure was done on (B)(6) 2021. An arteriotomy closure of the right common femoral artery was done using the pre-close technique via a 8.5f sheath hole. The suture of one proglide device was successfully pre-placed. The sheath was upsized to 12f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed suture. On (B)(6) 2021 stenosis and thrombosis were observed in the location where the proglide device had been used. There was no device malfunction reported. There was deep vein thrombosis and swelling in the leg. It was thought that the thrombosis and stenosis were either caused by the proglide or blood vessel damage during the first procedure. The stenosis was not treated; however, thrombosis and swelling were treated with anticoagulant therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The patient effects of stenosis, thrombosis, vascular injury (tissue damage) and swelling are listed in the perclose proglide IFU as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. E1: physician name.

Event description:
Additional information was received: a total of three proglide devices were used during the procedure on 7/28/2021. One proglide with the pre-close technique and two proglides used post procedure. Hemostasis was successfully achieved with the proglide devices. No additional information was provided.